Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, basic occlusion and displacement test. We were unable to prime during prime test due to faulty force sensor resistor. We were unable perform occlusion test or excessive no delivery test due to prime anomaly. The device was received with cracked case at display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window, reservoir tube window corners, battery tube threads, minor scratched lcd window, case and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown. During troubleshooting, customer stated that hey did not receive second series of beeps nor did number's appear on screen. The insulin pump will be returned for analysis.